Event description:
The physician was engaged in the procedure when someone noticed a crack in the canister. The pump was pressurized properly and no leak was noted so they continued. The procedure was completed. A second cracked canister was found when inspecting the other canisters in inventory. There was no patient injury as a result.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.